Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that right ventricular lead exhibited failure to sense and over sensed noise. The lead was capped on (B)(6) 2024 and replaced with new lead. There were no patient consequences.